Manufacturer narrative:
The technician replaced the pt pendants which resolved the issue. The beds operate normally. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.

Event description:
The customer complained that there are several beds with pt pendants that have the shorter cords, and the pendants are being pulled to the point where exposed wires can be seen.